Manufacturer narrative:
Investigation revealed that there was no system malfunction. No system malfunction could be verified due to insufficient information. It was reported that placement of the biopsy needle was accurate and the surgeon did not attribute this issue to egps. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. No determination could be made as to the cause of the reported issue.

Event description:
It was reported that during a procedure using the excelsius cranial application, a biopsy sample was taken and caused excessive bleeding.